Event description:
Caller stated that he sought medical attention on (B)(6) 2023 around 6:30-7:00pm at home. Caller stated that the end-user checked his blood glucose with the prodigy meter and received a result of 49mg/dl. A normal result for him for that time of day is usually around 150mg/dl. Caller stated that the end-user became shaky nonverbal and unable to stay awake after testing so she called paramedics. There was no food drink or medication consumed while waiting for paramedics to arrive. Paramedics arrived within 10-15 minutes, tested the end-users blood glucose with their meter, and received a result of 37mg/dl. The end-user was transported to (B)(6) hospital located at (B)(6). Caller stated that when he arrived at the hospital his blood glucose was 37mg/dl. Caller stated that the end-user was given a glucose IV and was admitted to the hospital for two days. Caller stated that the end-user was told to use 30 units of lantus and sliding scale (was not provided) caller stated that when he was discharged his blood glucose was 75mg/dl. No additional information was provided.

Manufacturer narrative:
No nonconformance was found and recorded in the document ((B)(4)) after okb reviewed device history record (dhf) of the suspected meter (serial#: (B)(6) ) and strips (lot#: d220922b-1). The suspected meter that was shipped to pdc on 2017-07-07 was used to re-examine its setting and all functions, and no malfunction occurred. Standby current (1.2 ua) of the suspected one met acceptance criteria (< 55 ua). Suspected strips with 2-year shelf life were manufactured on 2022-09-22 and will expiry in sep 2024. We tested the suspected strips (lot# d220922b-1) by suspected meter with any valid control solutions with us (batch# of level low: 2ah1a04 and exp. By 2025-01-31; batch# of level high: 2ah3a19 and exp. By 2025-01-31). Gcs test results (level low: 74/73; level high: 333/333) met the acceptance criteria (level low: 30~75; level high: 220~340). As above, no non-conformance and malfunction of the suspected items were found. The root cause of the complaint was unable to be verified without more critical information. Therefore, the complaint has to be closed out if no further action and information from the user.